Event description:
Reporter indicated that a pt experienced pneumonia following vns therapy explant. Further f/u with the surgeon indicated the pneumonia was related to the surgical procedure. The pt was hospitalized for 7 days following the surgery, and then released. The pneumonia resolved.

Manufacturer narrative:
Conclusions: pneumonia is a well known complication generally related to aspiration upon extubations of pts.